Event description:
During vein stripping/ligation procedure, the vein stripper malfunctioned due to "stripped" threads on the wire causing the screw-0n tip to be liberated in the left greater saphenous vein. Surgeon able to remove it through an add'l incision.